Event description:
It was reported that the device displayed fault code 1005 for high out-of-range shock impedances of greater than 125 ohms, the physician was informed the patient would need to be admitted to the hospital, and the patient was later admitted to the hospital. Boston scientific technical services (ts) was contacted, and ts confirmed high impedance values over the last year, some reaching almost 170 ohms, and discussed options. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the device displayed fault code 1005 for high out-of-range shock impedances of greater than 125 ohms, the physician was informed the patient would need to be admitted to the hospital, and the patient was later admitted to the hospital. Boston scientific technical services (ts) was contacted, and ts confirmed high impedance values over the last year, some reaching almost 170 ohms, and discussed options. The device and lead were explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments, severed approximately 6.5 centimeters from the terminal end. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Normal lead resistance measurements were observed, and x-ray inspection found no conductor issues. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the device displayed fault code 1005 for high out-of-range shock impedances of greater than 125 ohms, the physician was informed the patient would need to be admitted to the hospital, and the patient was later admitted to the hospital. Boston scientific technical services (ts) was contacted, and ts confirmed high impedance values over the last year, some reaching almost 170 ohms, and discussed options. The device and lead were explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.